Event description:
It was reported that during an implant, the implantable cardioverter defibrillator set screw was difficult to remove, resulting in inadequate lead insertion into the header. The device was replaced to successfully complete the procedure. No adverse patient consequences were reported.